Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery include anatomy landmark visibility, pre-existing patient conditions such as calcification levels, compliance of native anatomy as well as procedural complications and tension applied on the delivery catheter system (dcs) during positioning. A conclusive cause could not be determined from the limited information available. Paravalvular leak (pvl) and aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to suboptimal position as the valve was reported to be deployed above the annulus. Per the core valve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a portion of the valve was deployed just above the annulus resulting in severe paravalvular leak (pvl) and moderate central aortic regurgitation. Subsequently, a second valve was implanted valve-in-valve resolving the pvl and reducing the central regurgitation to trace/mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.